Event description:
In 2001, the user facility's nurse manager informed the manufacturer's rep of the following: physician went to remove device after pt complained of burning and extreme pain when device was infused. Upon removal it was observed on the device catheter "a blow-out" with sides of device catheter frayed on the attached 3" segment. Remainder of device catheter segment remained in pt's body and was then retrieved and removed.